Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, after some ablation, and while in the middle cardiac vein, a pericardial effusion was noticed. The perforation was confirmed by intracardiac echo (ice). Pericardiocentesis was performed and 850 ml of fluid was removed from the cardiac space. The patient was reported to be in stable condition after the pericardiocentesis. Extended hospitalization was not required, and patient has recovered. Physician¿s opinion on the cause of the adverse event was caused when he entered the middle cardiac vein with the ablatio catheter as the vein was too small. The event occurred during use of biosense webster, inc. Products. There were no error messages displayed on any biosense webster, inc. Equipment. Transseptal puncture was not performed. There was no evidence of a steam pop. Ablation was performed prior to the pericardial effusion. The flow setting was on 2 ml/min for mapping. Graph, vector, dashboard, and visitag were used for force visualization and no additional filters were used. The visitag module was used with the biosense webster, inc. Recommended settings. Color and force time interval (fti) was used for coloring option.